Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ping meter read inaccurately high. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began in (B)(6) 2015. The patient could not recall the exact results obtained on the subject meter but alleged that they were inaccurately high compared to their feelings and/or normal results. The patient also reported obtaining blood glucose readings of 430mg/dl on the subject meter and 280mg/dl on a bayer contour meter. The patient manages their diabetes with an insulin pump. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of lack of concentration, sweating and dizziness some time later. The patient reported visiting their doctor who advised them to change their pump settings. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged inaccuracy began.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/8/2015 and evaluated by lifescan product analysis on 4/20/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.